Manufacturer narrative:
A review of the device history record shows that the product was built to specifications. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint could not be determined as a sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported fluidic management system vacuum issue during the "phaco phase quadrant removal and chop" portion of a cataract surgery. The product was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation.